Event description:
The 56 year-old male patient was enrolled in the (B)(4) study. The target lesion was located in the proximal to mid rca. The lesion was severely calcified and tortuous. A 2.5 x 23mm cypher stent was implanted. A dissection was noted, which was treated with a 2.75 x 13mm cypher stent. This stent was placed abutting the first stent. To complete the procedure, the patient received a 2.5 x 13mm cypher stent in the mid rca.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent coronary stent implantation and suffered an arterial dissection during the index procedure. This is (B)(6) male with medical history including unstable angina, positive function tests, hypertension, hyperlipidemia, pvd, lv dysfunction, gurd, current smoker and positive family history for cad. This patient has allergies to ace inhibitors. At the time of the index procedure the patient was admitted to the study with unstable angina and positive stress test. Angiography revealed double vessel disease. The patient was maintained on an aspirin and plavix regimen. The first target lesion was located in the proximal to mid rca. The lesion was described as severely calcified and tortuous. The first stent, a 2.5 x 23 mm cypher, was implanted. A type b dissection was noted after the first stent was implanted, and a second stent, a 2.75 x 13 mm cypher, was implanted to treat the dissection. The second stent was implanted abutting the first stent. To complete the procedure in the rca, a third stent, a 2.5 x 13 mm cypher, was placed covering the remaining portion of the lesion. The second target lesion was not treated in the index procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 115109830 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Review of the information suggests that vessel / lesion characteristics may have contributed to the reported event. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Device information updated. The complaint received states that this (B)(4) study patient underwent coronary stent implantation and suffered an arterial dissection during the index procedure. This is (B)(6) male with medical history including unstable angina, positive function tests, hypertension, hyperlipidemia, pvd, lv dysfunction, gurd, current smoker and positive family history for cad. This patient has allergies to ace inhibitors. At the time of the index procedure the patient was admitted to the study with unstable angina and positive stress test. Angiography revealed double vessel disease. The patient was maintained on an aspirin and plavix regimen. The first target lesion was located in the proximal to mid rca. The lesion was described as severely calcified and tortuous. The first stent, a 2.5 x 23 mm cypher, was implanted. A type b dissection was noted after the first stent was implanted, and a second stent, a 2.75 x 13 mm cypher, was implanted to treat the dissection. The second stent was implanted abutting the first stent. To complete the procedure in the rca, a third stent, a 2.5 x 13 mm cypher, was placed covering the remaining portion of the lesion. The second target lesion was not treated in the index procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 115109830 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Review of the information suggests that vessel / lesion characteristics may have contributed to the reported event. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time.